Event description:
The hospital reported loss of mechanical ventilation during organ transplant on the donor patient. There was no clinical impact on the donor and no harm to the procedure.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The regulator, flow control valve, and flow transducer were recommended for replacement to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).